Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files did not show any system notices on the reported event date. No product has been returned for analysis. An adverse event was encountered post-procedure. No product malfunction reported. In conclusion, there was no indication of product malfunction and no product to be returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that after a cryo ablation procedure, the patient had a cerebral infarction and had experienced paralysis post operatively. A CT scan diagnosed the cerebral infarction and the patient was moved to another hospital with the purpose of performing an angioplasty. No further information or patient complications have been reported as a result of this event.